Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: h847928902, implanted: (B)(6) 2013, (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (1667 mcg at 165 mcg) and morphine (50 mg at 5.25 mg) via an implantable infusion pump. It was reported that during a pump replacement surgery it was discovered that the pump and 8578 catheter were disconnected from the 8703 catheter. It was noted that the patient's skin was very loose and the pump could have been flipping. The pump and catheter were replaced. The issue was reported to be resolved and the patient was alive with no injury. The explanted devices were noted to be in possession of hospital at the time of this report. No further complications have been reported as a result of this event.